Event description:
In 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. The aorta was tortuous, with calcification and thrombus. After completing the endovascular procedure, an embolectomy was performed in the left leg which resulted in good flow. The following day, the pt began experiencing paraplegia. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patient's diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Adverse events that may occur and/or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional excluder aaa devices related to this event.